Event description:
It was reported by the rep that during the harvest of a radial artery, the dh105 became hot and the plastic portion of the blade cracked. Several blades were used because of the continued toning out of the luke handpieces. Rep requests overnight rush replacement of the handpieces. There was no pt consequence.